Event description:
It was reported that a malfunction alarm, specifically malf 9, occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer, who was instructed to reset the pump once supplies were available.